Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarm was confirmed but could not be reproduced. Evaluation found the fluid numbers on the ultrasonic sensor to be out of specification. Low ultrasonic readings make the pump more sensitive to upstream occlusion alarms. As a result, the ultrasonic sensor assembly was replaced.

Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no patient incident.